Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring greater than 200 ohms. Technical services recommended troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring greater than 200 ohms. Technical services recommended troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead was explanted and replaced successfully with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.